Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Erythema: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and capsular contracture, baker grade iii/IV.

Event description:
Patient representative reported left side redness, pain and capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Device was implanted after device expiration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g4, h3, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ erythema: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ use error: observed that the device was used when expired per information provided of implant date and expiration date of the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ two openings on anterior side assessed as surgical damage. ¿ yellow particles were observed on the shell.

Event description:
Patient representative reported left side redness, pain and capsular contracture, baker grade iii/IV. Device was implanted after device expiration. Device has been explanted.